Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experiencing high blood glucose level and sensor with inaccurate readings. Blood glucose level was 423 mg/dl. Sensor glucose was 370 mg/dl at the time of the call. Troubleshooting was completed for sensor issues. The sensor was not returned for analysis.